Event description:
It was reported that the acoustic mount broken on the hand piece when connected to lcsc5. Another device was used to complete the case. There were no adverse consequence to the patient.